Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating an ECG device malfunction. There was reportedly no patient involvement. The fse evaluated the device onsite. The fse unplugged and reinserted the ECG leads, and the device was returned to full functionality. The device remains at the customer site. No further action is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.